Event description:
It was reported the patient developed pain over the implanted device and it had not gone away. Impedance testing was normal. It was noted that reprogramming was tried to eliminate all external options, but it did not resolve the pocket pain. The patient wanted the device removed and an explant was scheduled for 2014-(B)(6). There was no alleged product issue. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient, product ID 3889-28, lot# va090j4, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after surgery, the device moved in the pocket and started causing pain. The explant occurred on the previously reported date and since removal, the pain had "resided."